Event description:
I had the infuse implanted inside of me during my spinal surgery, and I suffered serious injury including pain, a diagnosis of cancer, physical limitations, as well as mental anguish.